Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter (nurse) for the lay user/patient contacted lifescan (lfs) alleging an unknown issue with the patient¿s onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to say when the alleged issue with the meter started, but indicated that the meter ¿was not functioning right¿. The patient manages his diabetes with insulin pump therapy. The reporter was unable to say whether the patient had made any changes to his usual diabetes management routine as a result of the alleged issue. The reporter alleged, at date/time unknown, after the problem with the meter started, the patient experienced symptoms of ¿abdominal pain [and] vomiting¿. The reporter alleged that the patient was taken to the emergency room (ER), where a healthcare professional (hcp) treated his symptoms with ¿insulin drip and insulin fluids¿. The reporter also indicated that the patient¿s blood glucose levels were checked on (B)(6) on two other meters (precision extra and freestyle), but no results were provided for either meter. The issue was not resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia which required treatment from a hcp after the alleged issue with the meter began.